Event description:
The customer reported that they had a unit of plasma derived from whole blood with a redtinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting the return of the disposable set. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable sets were received for investigation. One set did not have the plasma bag returned. A sample from each of the other 2 sets were tested and measured interims of concentrations of the free hemoglobin of the supernatants. The concentration of sample #2 was 8mg/dl and sample #3 was 27mg/dl. The manufacturing and testing records were reviewed with no issues noted. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. The lowest value of the average cationization levels became relatively high as the result of the establishment of the lower limit of the ¿average cationization levels¿, which was established asa preventative action for leukocyte leakage. Root cause: a definitive root cause for this failure could not be determined. The following possible root causes are:with regard to sample # 2, the concentration of free hemoglobin of the plasma was less than 20mg/dl and the red blood cells did not settle out by centrifugation and therefore it is inferred that the plasma strongly exhibited a yellow color like hyperbilirubinemia and caused abnormality in the color, rather than being hemolized after centrifugation. The following factors are a possible root cause for samples #1 and #3 hemolysis can also be caused by the following:1) characteristics of blood e.g. Red blood cell fragility2) bacterial contamination3) excessively cooling4) filter clogging-where aggregation is observed in blood prior to filtration, the leuko reduction filter is likely to clog or the filtration rate is likely to slow.